Event description:
The customer from mexico reported that one of her blood glucose readings was not stored in the memory of the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured for the weight as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus meter with serial # (B)(6), and no manufacturing anomalies were found.